Manufacturer narrative:
N/a.

Event description:
The following has been reported: biomed reported: product issue: pump error stating "needs service". Description of issue: received pump, cleaned pins and sensor. Ran test infusion successfully with issues or errors. Date and time issue occurred: unknown. Patient harm or delayed infusion: none. A preliminary review of the logs identified the following issue: mechanical hardware failure (av sticky valve). An active infusion was stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.